Event description:
A physician reported a pt who was treated on 2/16/94 in the glabella and horizontal forehead lines. On 4/25/94, the pt called to report lumpiness and a rash at the glabella which began in mid 3/94, exacerbated during her menstrual cycle. The physician diagnosed a hypersensitivity to collagen and offered no medical intervention. On 4/27/94, the physician advised the pt to take over the counter benadryl and advised her to return in 3 days. The pt did not return and was considered lost to follow up.